Event description:
During endovascular therapy to place a thoracic stent graft, under fluoroscopy it appeared like the coda balloon was not duly inflating and that air was bubbling out of the contrast of the partially inflated balloon. The physician tried pulling negative pressure on the syringe and air kept coming out. He tried several syringes, but air continued to come out and there was no suction on the syringe that is normally seen. At this point, he threw it out and asked for another balloon, which worked perfectly. The physician took the balloon back to the interventional radiology department and inflated it under water to see if he could find a leak, but could not. The patient did well, with no adverse reaction to the issue.

Manufacturer narrative:
Expiration - unk as lot is unk. The product was received in a used and contaminated condition. The complaint device was examined and noted a large void in the bond between the y-fitting and catheter that was 11mm in length and 1-2mm wide. The void was located on the printed side of the y-fitting and started at the distal end of the y-fitting. The bond was interrupted around the tubing. A leak was detected at the distal end of the y-fitting at the opening, opposite of printed side, where adhesive is applied to bond shaft and fitting. The device was leak tested using a 60 cc syringe with 20 cc of water. The leak was detected before all 20 cc of water was injected. The lack of the bond would have been the reason that the customer was unable to fully inflate and not able to draw negative pressure on the balloon. When the y-fitting and catheter are assembled, the bond may have gaps or voids as long as there is at least 2mm of uninterrupted bond 360 degrees around tubing. The device is 100% inspected with the amount of adhesive verified by visual examination and use of a meter stick while the balloon is leak tested by submerging the balloon in water and inflating with 20 cc of air. The appropriate individuals have been notified and we will continue to monitor for similar events.